Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or defect reported for this event. Although the culture results are not available and no cause can be confirmed, the pdrn suspects touch contamination based on the patient¿s history of adherence to proper technique. All dialysis treatments include risk for infection due to the patient being immunocompromised and the dialysis techniques increasing the potential for microbial contamination. Based on the available information and no evidence or allegation of a malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient went to the emergency room (ER) for suspected peritonitis. Culture results were pending at the time of the initial report. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER on (B)(6) 2021 (unknown signs/symptoms). The patient had pd effluent cultures drawn at the ER for suspected peritonitis. The patient was administered one dose of intravenous (IV) vancomycin (dose unknown) while in the ER. The patient was discharged from the ER and not admitted to the hospital. The pd clinic prescribed the patient intraperitoneal (ip) vancomycin for 21 days per the peritonitis algorithm. However, the patient¿s pd catheter (not a fresenius product) stopped working. The pdrn did not have any update on the patient¿s status since (B)(6) 2021 when the catheter stopped working. The patient had not been in contact with the pdrn, and the doctor had not provided any updates. It is unknown if the patient has been receiving the antibiotics for the peritonitis event. The patient¿s culture results have not been sent to the pd clinic from the ER. The pdrn stated the suspected cause of the patient¿s peritonitis event is touch contamination based on patient history of adherence to proper technique, but without the culture results they cannot confirm. The patient did not report any cassette leak or cycler issue related to this peritonitis event. The status of the patient is unknown.